Manufacturer narrative:
(B)(4). Date sent: 07/31/2025. B3: only event month and year known: july 2025. D4: batch #unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed. Staples, staple line missing staples, etc.)? Malformed staples how was the bleeding controlled? Compression how much blood was lost (ml)? Unknown did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60w with lot number 890c29; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples were malformed after firing. And then during the surgery, it was observed that there was oozing after firing when both staple and cut lines were complete. They used compression hemostasis to stop the oozing. Changed to another three staples to continue the surgery but the same problem happened. Another device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/21/2025. D4: batch # 847c34. Corrected data: d4 (UDI, expiration date), h4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60w reload was received with the stapler retainer placed, unfired and with the one-piece sled detached making it nonfunctional. The sled was not returned. No functional test was performed due to the condition of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. The event described could not be confirmed as the reload was received unfired and no malformed staples were noted. Although it could not be determine the cause of the reported incident, proper usage of the endo linear cutters - echelon 60mm - powered+ is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 847c34, and no non-conformances were identified.